Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the rn hung a new bag of d5w ½ ns + 20 kcl programmed at 100 ml /hr. It was reported 8 seconds later the user noted a rate change to 900 ml/hr. The cqi data shows a new bag was started on (B)(6) at 0021 and then infusion went to kvo on (B)(6) at 1106. There was no report of patient harm, there is no data for the bag administered on (B)(6) at 1928. It was reported that "data was missing for an infusion on (B)(6) 2017. Data appears in all infusion detail report and correlates with mar documentation of a new bag of fluid on (B)(6) 2017 at 0020. Per cqi data, the next action is not until (B)(6) 2017 at 1106 indicating the infusion went to kvo".

Manufacturer narrative:
The customer¿s report of the infusion rate changing from 100ml/hr to 900ml/hr was confirmed. Analysis of the pcu event log showed that the pump module received a remote IV order for .ivf + kcl 20meq/l with a rate of 100ml/hr and a vtbi of 1000ml. The user started the infusion at 7:28pm on (B)(6) 2017, and then, 8 seconds later, changed the rate to 900ml/hr. The infusion continued at the rate of 900ml/hr for approximately 33 minutes until 8:01 pm when the device was paused. The user then changed the rate back to 100ml/hr and continued the infusion. At 1:03am on (B)(6) 2017, the infusion completed with the device entering kvo mode. Approximately 3 minutes later another remote IV order for .ivf + kcl 20meq/l was received. The remote IV parameters matched the programming of the previous remote IV order, with a rate of 100ml/hr and a vtbi of 1000ml. The pump module remained in use and infusing until the system was powered down at 8:00am on (B)(6) 2017. Rate accuracy testing was performed and the pump module passed the test. The cause of the reported rate change was user programming.